Event description:
The switch emitted smoke. No deaths or injuries were reported. The unit has not been returned to us for inspection and may not be. This report is being made to comply with regulatory letter 90-dt-12.